Event description:
Information received via complaint form indicates the following: "marking of the tube was missing/fading and was cut off at the bottom part of the characters."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on january 10, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.